Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, externalized conductors were observed. The lead was diagnostically imaged prophylactically. Subsequent follow-up noted noise on the lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.